Manufacturer narrative:
(B)(4).

Event description:
The patient has a cervical system and a thoracic system, this issue is related to the thoracic ipg. It was reported the patient is unable to establish communication between her scs ipg and multiple external devices after not charging following experiencing an accident. The scs ipg is now inoperable. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.